Event description:
Customer reports to have received two motor error alarms. Customer's blood glucose was 293 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor relay. The insulin pump was unable to complete the prime test. The motor passed motor test. The insulin pump had missing segments due to cracked zebra connector on lcd, cracked battery tube threads and cracked reservoir tube lip.